Manufacturer narrative:
Follow-up # 2 ¿ (07/28/2014). The patient¿s test strips have been returned on 7/17/2014 and evaluated by lifescan product analysis on 7/17/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (06/02/2014). The patient¿s meter has been returned on 5/6/2014 and evaluated by lifescan product analysis on 5/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s girlfriend contacted lifescan (lfs) (B)(4) alleging the patient¿s one touch verio iq meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer service representatives (csr) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2014, at 8:30 a. M. At an unspecified date/time, the patient obtained blood glucose results of ¿33+, 13.0, 8.0 mmol/l¿ with the subject meter, performed within 20 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. It is not known what medications, if any, the patient takes to manage his diabetes. It is also not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The reporter stated, a few minutes before the alleged issue occurred, the patient felt ¿very tired¿. The reporter claimed that the patient did not receive any medical treatment. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ precision criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.